Event description:
No blood glucose levels reported. The customer reported that the sensor of the insulin pump had broken off and part of the needle was left inside the customer's body. The customer went to the hospital but the customer was told that there was nothing they could do. The customer called medtronic seeking advice. Medtronic called back and requested the details of the sensor that had broken off. The customer thereafter reported that the sensor had not broken off in the skin but just looked shorter than usual. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.